Manufacturer narrative:
The device history record of reported lot number 4337507 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before intubation, the nurse checked the functionality of the pilot balloon on the size 7.5 ett using a 10-cc syringe, and confirmed it was functioning properly. After intubation, the nurse inflated the pilot balloon with 10 cc of air, but it deflated, causing the patient's oxygen levels to drop. The doctor quickly removed the ett and found that the cuff had deflated. This occurred in the hospital and was operated by a health professional. There was no harm/adverse event reported.